Manufacturer narrative:
System analysis/service repair on october 22, 2014: the reported "error 171/820" software issue could not be reproduced. The fiber port was cleaned. The system was re-calibrated, tested and verified to meet manufacturer¿s specifications.

Event description:
Information as it was reported to ams indicates that the laser displayed error 171 and error 820 indicative of a system malfunction. The customer was unable to clear the errors that occurred. The procedure was completed with an alternate procedure (resection). There were no damages to the patient.